Event description:
It was reported that this left ventricular (lv) lead was abandoned surgically, due to high pace impedance measurement, that was greater than 2000 ohms. The lead was successfully replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.